Manufacturer narrative:
Correction: d1, d4, d9, d10, e2, e3, g2, h4 internal inspection observed no anomalies with any of the electrical or mechanical components. Time rate accuracy observed the device delivering fluid within specification. A review of the device history record showed the device had a manufacture date of 08/08/2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the serial number (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The customers reported issue of over infusion of etoposide was not reproduced during testing. The root cause of the reported over infusion was not determined.

Event description:
It was reported there was an over infusion. 11/8/2020 lvp (B)(6) was to deliver 330ml of etoposide at a rate of 330ml/hr. Total volume infused was 358ml + 16ml flush, it delivered a total of 1,368ml. "Tested accurately 10x at prescribed rate and dose. Both lvp's had issues with the same pcu on different dates. Lvp (B)(6) was also attached during the event". There was no patient harm reported. Although requested further information was not available.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported there was an over infusion. (B)(6) 2020 lvp sn (B)(4) was to deliver 330ml of etoposide at a rate of 330ml/hr. Total volume infused was 358ml + 16ml flush, it delivered a total of 1,368ml. "Tested accurately 10x at prescribed rate and dose. Both lvp's had issues with the same pcu on different dates. Lvp sn (B)(4) was also attached during the event". There was no patient harm reported. Although requested further information was not available.